Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter hub broken. The following information was provided by the initial reporter: IV catheter was broken at the hub. It did not allow us to screw the j loop on. Event date: (B)(6) 2025 was there injury? No, reached the individual but did not cause harm

Manufacturer narrative:
The complaint of a damaged IV catheter was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was provided for investigation. The blue catheter adapter was deformed at the nose of the adapter and at the threads. The IV catheter was likely misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction of inv results: the complaint of a damaged IV catheter was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was provided for investigation. The blue catheter adapter was deformed at the nose of the adapter and at the threads. The IV catheter was likely misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.